Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the fifth firing at the second stroke, the outer two rows of staples on the left side of the reload deployed. However, did not form. Suture and fibrin glue were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.